Event description:
A physician reported that approximately two years ago while performing a prostate procedure using a surgical fiber, he kept the (fiber saline flow) valve off for an extended period of time, which built up heat in the patients bladder and resulting in the bladder perforating; it was not a laser perforation. It was further reported that the bladder perforation resolved itself and the patient did not have to return for a follow-up.